Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check had failed. It was also reported that the right ventricular (rv) lead exhibited a warning for low impedance in the unipolar configuration. The right atrial (ra) lead and rv lead remain in use. No patient complications have been reported as a result of this event.